Event description:
Dexcom g7 sensors are defective. They constantly loose connections to iphone. Dexcom g7 sensors fall off after a few days after following manufacturers placement steps as outlined in their directions. Have never had a dexcom g7 sensor last 10 days.